Event description:
A consumer from (B)(6) reported to baxter that in (B)(6) 2011, a home patient (hp) experienced peritonitis, was hospitalized on (B)(6) 2011 and received unspecified intravenous (IV) treatment. On (B)(6) 2011, the hp experienced fatal severe sepsis secondary to peritonitis and fatal upper gastrointestinal bleed (ugib) probably secondary to gastropathy and fatal chronic kidney disease. It was not reported whether an autopsy was performed or whether peritoneal dialysis was ongoing prior to or at the time of the hp's death. The consumer did not provide a causality statement for the events of peritonitis, fatal sepsis, fatal ugib and the fatal chronic kidney disease.

Manufacturer narrative:
(B)(4). The root cause of this incident was undetermined.

Manufacturer narrative:
(B)(4) - the device product codes involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Similar reports have been received for the reported problem. The root cause investigation is in progress.